Manufacturer narrative:
Date received by manufacturer: 29-nov-2016.

Event description:
A report was received that the recently implanted patient reported that his body rejected the scs which might have caused a hematoma. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the hematoma was at the ipg site. Symptoms were swelling, redness and drainage. It was noted that hematoma was believed to be caused from excessive activity after surgery and not from the use of our device and not device related.

Event description:
A report was received that the recently implanted patient reported that his body rejected the scs which might have caused a hematoma. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the recently implanted patient reported that his body rejected the scs which could cause hematoma. The patient underwent an explant procedure. No device malfunction was suspected.